Event description:
A patient reported blood glucose results of "518 mg/dl, 467 mg/dl, 423, and 318 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.